Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple alarms were received. The type of alarms were not known. Due to the alarms, the pump battery "died". After charging and turning the pump on, the pump date changed. Pump history was no longer available for review. Customer reverted to manual injections for insulin therapy.